Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed multiple op checks. There was no reported adverse patient impact.

Event description:
It was reported to philips that the device failed multiple op checks. There was no reported patient involvement.